Event description:
Opened new box of aic cassettes & ran controls. Controls were out of range. Contacted tech support & they sent us new machine, controls & cassettes. The control still are out of range. We are sending machines back & going to try different company.